Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was unable to boot. Upon troubleshooting, the rse found that the suite pc software was corrupted. To resolve the issue, the software was reloaded, after which the system was returned to use in good working condition. The philips initiated medical device correction action (z-1091-2026) for software malfunction.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.